Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty was observed when positioning the right atrial (ra) lead and the lead fell at the first attempted location. High thresholds were also observed on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.